Manufacturer narrative:
G4:12feb2021. B4:24feb2021. H11:g5:k102985. H10: the front bezel was replaced to resolve the nav-ring issue. The ventilator passed all testing and operated within the manufacturing specifications. A similar evaluation was performed, and it was determined that liquid ingress caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21sep2020.

Event description:
The customer contacted technical support (ts) reporting when using the display to make setting changes that the respiratory rate bounces back and forth. The customer reported there was no patient involvement at the time the issue was discovered. Technical support diagnosed the issue as a nav-ring failure.